Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe boin tube 10ml 21g 1-1/4in tip was damaged. This was discovered before use. The following information was provided by the initial reporter: poor syringe tip. The needle cannot be connected because of poor syringe tips.

Event description:
It was reported that syringe boin tube 10ml 21g 1-1/4in tip was damaged. This was discovered before use. The following information was provided by the initial reporter: poor syringe tip. The needle cannot be connected because of poor syringe tips.

Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is 1903142. Visual inspection of the complaint sample: from visual inspection, sbdm found crack on the tip of the complaint sample. House sample inspection: sbdm inspected 30 pcs house samples from lots 1902222, 1903142 & 1906112, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 1903142, no abnormality observed. Root cause: from investigation result of the complaint samples, a crack on the tip of complaint sample was noticed. The likely cause of the crack on tip may be occurred during syringe assembly process. This is because the complaint sample was not supplied on the assembly machine properly through guide in the assembly machine and when the complaint sample force to be back on the guide properly the tip was damaged. This temporary malfunction of the syringe assembly machine caused the complaint case. H3 other text : see h.10